Manufacturer narrative:
Other contact phone number: (B)(6). A getinge field service engineer (fse) replaced the video generation board/kit, and calibration was performed successfully. The touchscreen functioned normally afterward, and the machine passed all tests before being returned to service.

Event description:
It was reported during pm that the cardiosave intra-aortic balloon pump (iabp) touchscreen was sluggish and failed calibration multiple times. There was no patient involved.